Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2016, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 4500 mcg/ml of fentanyl at 1005.9 mcg/day, 30.0 mg/ml of bupivacaine at 6.706 mg, 225.0 mcg/ml of clonidine at 50.29 mcg via an implantable pump non-malignant pain and failed back surgery syndrome. On (B)(6) 2019, it was reported that the patient was going through withdrawal symptoms. The patient's pump was replaced the previous week and the patient reported that the did not feel that therapy is working. The patient noted that they had a dye study and revision once before and know when something is wrong. The patient would be seen in follow-up to have the pump interrogated, confirm settings, etc. No environmental/external/patient factors that might have led or contributed to the issue were reported. No interventions/actions were taken to resolve the issue. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included chronic pain syndrome. Additional information was received from the patient and the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2019. It was reported that the rep interrogated the pump and observed the pump logs. No event were noted. The rep discussed possible reasons for the lack of normal therapy and mild withdrawal symptoms with the patient. The discussion centered around a catheter issue of some kind and what would be involved to confirm a catheter issue, i.e. A catheter dye study. The patient was advised by the hcp to present to the ER. The patient was then taken to the operating room, the catheter issue was confirmed and the catheter was replaced approximately (B)(6) 2019. It was reported that following this, the patient's symptoms were resolved and the patient was receiving normal therapy from their pump with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative on 2019-jun-19. It was reported that the cause of the catheter issue was unknown. It was confirmed that the catheter was replaced on (B)(6) 2019 and was discarded. No further complications were reported.